Manufacturer narrative:
(B)(4). Date sent: 11/06/2020. Per ethicon medical safety review: the first two look like CT scans showing what I think is dye extravasation suggesting a leak. The third shows a hole in the bowel or the anastomosis, but it also looks like there¿s a little area of ischemia adjacent. CT shows a leak. Intraop video shows a hole in the bowel and some necrosis. Can't say I can tell exactly where / relationship to staple line and why.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: video received and is pending review. What were the indications for surgery? Occlusive rectal cancer t3. Did the complete obstruction create any difficulties with the procedure? No, the issue was the preparation because the tumor occluded the excrement removal. Did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Dr (B)(6), user with experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b, about ¾ of the green gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Wait 2minutes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Perfect, intact and rosy donuts. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No was a leak test performed? If so, what type and what was the result? Yes, 3 pneumatic tests with methylene blue, no bubbles. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? The patient began to fidget following the removal of the drainage, the confusional state was due to a principle of sepsis. Some blood tests and a CT scan were done. What was observed at the site of the leak upon reoperation? Video attached. How was the leak addressed? The patient presents senile dementia and stimulus absence of the stool removal.this situation and the occlusive tumor have led to the stool accumulation with the consequence of the stretch colon that has torn upstream of the anastomosis. When the patient was re-operate, the anastomosis appeared vascularized, so the issue was not connected with the stapler malfunction. What is the current status of the patient?at home. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, professor performed a lar in a female patient with occlusive rectal cancer. This avoid patient preparation and excrement removal. He used a cdh29a to perform a knight griffen anastomosis. Everything seemed good but during 5th day after the operation patient presented anastomotic leak. Professor needed to re-operate on the patient. The anastomosis seemed ok with good blood supply but colon presented an 8mm leak due to a burst. He performed a laparoscopic hartmann procedure; the patient is safe but still in the hospital. Sepsis and leak.